Event description:
Information was received from a patient via manufacturer representative and healthcare provider who was implanted with an implantable neurostimulator (ins). Full revision of both leads was attempted. One lead only was able to be placed where it was in a better position for patient coverage over his complaint sight of left leg and back. Patient requested a prophylactic replacement of nonchargeable generator. Patient now has one midline lead, a function system,and a non rechargeable vanta generator.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.